Manufacturer narrative:
According to the information received from the field the recipient has intermittent hearing perception with the device. The intermittencies are most likely caused by an inadequate fixation of the screws during implantation surgery. The implant registration card states that no lifts were used at implantation. Reportedly the recipient has a malformed and thin skull. Therefore, the screws were not driven entirely. After pressing on the transducer the hearing perception is better now however, still intermittent. This is a final report.

Event description:
The user reported having intermittencies in sound when using the device, especially when chewing. He reported that the intermittencies started in 2019 and that he was able to hear with the device prior to 2019. There is no known event that occurred which may have affected the coupling of the device to the bone on the skull. Additional information stated that the surgeon said it seems that the screws were not fixed well in the surgical procedure due to the user_s thin and malformed skull. The screws were not driven entirely. The user also reported that no more intemittencies occurred after pressing down on the bc-fmt during device testing. However, additional information then stated that the patient is still using this bb system, but it still functions intermittently and not hearing well.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported having intermittencies in sound when using the device, especially when chewing. The user reported that the intermittencies started in 2019. The user was able to hear with the device prior to 2019. There is no known event which occurred which may have affected the coupling of the device to the bone on the skull.